Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event not reported. On the same day as the onset, the patient was hospitalized. Treatment for the event was not reported. At the time of this report, the patient was recovering and pd therapy was ongoing. No additional information could be provided because the reporter declined follow up.